Manufacturer narrative:
Medical safety review concluded the device reverted to primary infusion rate during secondary infusion due to user error which was indicated by the customer during follow up. It was further indicated that the device was working fine since the event. Use errors and proper user instructions are addressed in ¿spectrum operator manual¿, which is shipped with every spectrum device. The manual instructs the user to confirm safe operation and to ensure the drip rate approximates the pump¿s flow rate during run operation. The manual also instructs the user to ensure pump settings, for example; drug/concentration, dose mode, dose rate and time and to monitor the infusion to ensure that the infusion is delivered as intended. It also provides step by step instruction for the proper set up of an infusion with the device. A review of the label for the product family will be conducted. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had reverted to primary infusion rate during secondary infusion. The event happened during delivery at the general patient ward (medication, programmed amount and delivery rate unknown). Further investigation by the reporter confirmed that the pump is working without any issue, the issue was related to a user error. There was no known patient injury or medical intervention associated with this event. No additional information is available.